Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was in the 300 mg/dl and 400 mg/dl range due to a bent infusion set cannula. The customer treated via insulin pump bolus, manual injections, and changing the sites out. Proper infusion set usage protocol was reviewed with the mother. Multiple infusion sets were bent. Four infusion sets will be returned for analysis and two replacement sets will be shipped to the customer.